Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: endoleak. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent emergency endovascular treatment using gore® tag® conformable thoracic stent graft with active control system (ctag) for type b aortic dissection. The patient tolerated the procedure. It was reported that a small amount of proximal type I endoleak was observed immediately after the procedure. The patient had been monitored. On (B)(6) 2021, the patient underwent reintervention because the endoleak wasn¿t resolved. An additional ctag was deployed to extend the device proximally. The endoleak was resolved. On an unknown date, a contrast-enhanced computed tomography scan confirmed the presence of an endoleak, with a type iiib endoleak suspected. Additionally, a 5 mm enlargement of the aneurysm was observed over the past year. On (B)(6) 2025, the patient underwent reintervention. Intraoperative angiography did not clearly identify any endoleak. An additional stent graft was deployed for relining. The physician stated as follows: a type iiib endoleak was suspected, so relining was performed. Since the endoleak could not be clearly identified during intraoperative angiography, follow-up examination will be used to confirm.